Manufacturer narrative:
H3. Analysis of the 8711 catheter identified a leak that was caused by the metal connector pin breaching the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 22-jan-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (205 mcg, concentration unknown) via implanted infusion pump indicated for severe spastic paralysis due to spinal cord injury. It was reported that on (B)(6) 2025, it was reported that the patient had a sudden worsening of spasticity. The patient was immediately admitted to hospital on (B)(6) 2025. A contrast imaging test was performed, but the drug and cerebrospinal fluid could not be drawn from the cap. It was suspected that the catheter had kinked, so a catheter replacement operation was performed. The catheter on the back was kinked due to granulation tissue and that the connection part had come loose. It was reported that the hcp believed that the cause of the kinking was the catheter part on the back being crushed by granulation tissue, and this time, have replaced the entire of it. Believe that the symptoms will improve in the future. It was reported that the causal relationship was not related to the drug, programmer, or procedure. The causal relationship was unknown if it was related to the pump. The causal relationship was with the c atheter.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6)2009 explanted: (B)(6)2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the position of the granulation seemed to be from the anchor to the connector site, but the exact position was unknown. The implant and explant date of the catheter was provided. The implant date of the pump was provided. The issue was resolved with the catheter replacement. The cause of the granulation tissue leading to a catheter kink was unknown. The cause of the connection between the catheter and pump was unknown.